Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported they suffered from a fall sunday evening around 7:50 pm which was caused by a dog attack. Pt explained although they are on restrictions following the spinal cord stimulation (scs) procedure they were with their daughter while taking their dogs for a short walk in their neighborhood. Pt expressed they experienced strong shockwaves inside their body because of the device causing their legs to freeze and fall forward. Pt commented they felt like a yo-yo because the implanting surgeon has been away on vacation so they were instructed to go to the emergency room. Pt said they did go tuesday to a local walk-in ER clinic where x-rays were taken and they were told everything was fine / they could leave. Pt indicated they were in pain with left side of their body hurting from the attack but was redirected back to the implanting surgeon. Pt confirmed their daughter had checked the battery implant site noting it appeared flat/flush under skin but pt said they had no way knowing if the battery had moved around. Pt described being more sensitive now in the front area of body (stomach/abs). The patient was redirected patient back to their healthcare provider to further address the issues/concerns with their scs system and pain.